Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they no delivery alarm during basal/bolus/fixed prime. Customer's blood glucose was 245 mg/dl. The customer was advised to reinsert the reservoir and run manual prime until at least 5.0 units. Customer reported insulin exits with the manual prime. Customer was advised that the device is working as designed. The customer was that the alarm was caused by set/reservoir occlusion.